Event description:
It was reported that during a da vinci s myomectomy procedure the surgical staff had difficulty removing the tenaculum forceps instrument from the instrument arm. When attempting to remove the instrument, the instrument broke apart and shreds of fiberoptics fell into the patient. A piece of the instrument proximal clevis was protruding, so the surgeon had to manually break off the piece in order to pull the instrument out of the cannula. Some pieces were retrieved, however, some fiberoptic pieces remained inside of the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument is broken at the proximal clevis to main tube interface. The clevis is dislodged from the main tube as a result of the damage and the proximal clevis and main tube are missing pieces. The clevis is missing the entire section below the ears and half of the main tube interface wall is broken off. (B)(4) .